Event description:
The reporter stated the surgeon was inserting a three piece aspheric collamer lens, model number cq2015a and the trailing haptic tore. The surgeon removed the lens with no patient injury and without enlarging the incision. Another lens was inserted and sutures were not required. This is one of two incidents that occurred to this same patient. See manufacturer report number 2023826-2007-01526 for the other incident.

Manufacturer narrative:
Eval: results - visual inspection of the returned product found a portion of the lens optic and one haptic torn. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.